Event description:
Spv-sx was implanted, 150mmheo, on (B)(6). The next day, the surgeon tried to change the setting but it was impossible. Then, in two days, he tried again under x-ray and spent one and half hours until he succeeded in changing the setting. Thinking it inconvenient, he extracted the system and implanted a new spv-sx. The former one was found out to have been implanted at the depth of 15mm. After receiving the sample, our sales staff also tried to change the setting but it was still very difficult to. Please examine the sample to see if anything is wrong with the valve.

Manufacturer narrative:
The results of the laboratory analysis of the valve will be send to complete this incident report.